Event description:
Pt's family member insisted on transferring pt to wheelchair. Subsequent to transfer, skin tear noted on pt's lower right leg. Neosporin ointment was applied to the wound and it was covered with adaptic.